Event description:
Nurse received an order for a new foley catheter to be inserted. Upon receiving the foley catheter kit, the nurse inflated the balloon for a safety check. (New policy at facility is to not inflate for safety check.) However, upon inflation of 10cc sterile water the balloon would not deflate (both passively or by drawing back on the syringe). A new kit was obtained and new foley placed without difficulty. Defective catheter to be shipped to bard for inspection.